Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device; product ID: 3057, lot#: unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unkn, UDI#: unkn; product ID: 3057, serial/lot #: unknown, ubd: unkn, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence and urgency frequency; the trial began (B)(6) 2018. It was reported the trial patient stated that her physical activity has increased so she feels that her leads have migrated and she thinks that may contribute to her having heavier leaks. Patient also stated that she also feels a shock on the left side. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.